Event description:
During a follow-up, several vf episodes of noise on the rv lead were observed. During one of the episodes, the patient became unconscious and fell to the floor. Noise was reproducible. The left subclavian vein was occluded. The physician decided not to change the lead and increase the number of intervals. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.